Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive reactions of negative control and patient samples with cell#1 of biotest cell 1 and 2 on tango optimo. The event happened on (B)(6) and has sporadically reoccurred but the customer was not able to provide the exact days of reoccurrence. The customer has neither returned the patient samples that had caused false positive test results nor the supposedly defective product. Therefore our quality control laboratory tested the retained biotest cell 1, 2 sample with different positive and negative control samples. Testing in our quality control laboratory confirmed the customer's observations. The negative reactions of cell #1 of biotest cell 1 and 2 did not show a discrete cell button but showed a very haze surrounding. Because the customer's complaint was confirmed, further internal actions have been initiated. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.